Event description:
It was reported that an lvad (left ventricular assist device) fault alarm was noted on the patient's system controller. The alarm did not clear with the self-test. The patient was asymptomatic. Log files confirmed continues lvad internal fault errors that were due to a communication issue with the memory chip on the lvad. Disconnecting and reconnecting the driveline resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a left ventricular assist device (lvad) internal fault associated with a communication issue. Although a specific cause for the lvad internal fault could not be conclusively determined, it was reported that the fault resolved with a brief driveline disconnect. The submitted controller log files collectively contained data from 26feb2022 through (B)(6) 2022, per the timestamps. An lvad internal fault was active throughout the entirety of the files, which was associated with lvad communication issue fault flags. No other notable events or alarms were captured. Despite the observed event, the pump appeared to function as intended. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the hm3 patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.